Manufacturer narrative:
Based on the contents of the article, no conclusions can be made as to the degree to which the device may have caused or contributed to the reported patient postoperative conditions. The information obtained is limited to the article. Postoperative infection, seroma and hematoma are known inherent risks of surgery. Postoperative seroma and hematoma are identified as possible complications in the adverse reaction section of the instructions-for-use, supplied with the device. Regarding infection the warnings section states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jan-1997) is provided as a best estimate. This MDR represents the mesh ¿ composix. An additional MDR was submitted to represent the bard flat mesh. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: "pedicled flap transfer after chest wall malignant tumor resection and potential risk of postoperative respiratory problems for patients with low fev1.0%" this retrospective study was performed to investigate the complications including respiratory problems after wide resection for primary, recurrent, or metastatic malignant chest wall tumors with musculoskeletal pedicle transfer of ld or pm of 13 patients (15 operations) between 1997 and 2021. Resections involving 2 or more ribs were reconstructed with bard (flat) mesh or composix mesh with flap transfer for eight operations. Excess mesh was trimmed. The modified method of reconstruction was done in four operations using polymethylmethacrylate (pmma) which was remodeled smaller than the chest wall bone defect was sandwiched by a double-layer or quadri-layer bard mesh. The mesh around the pmma was sutured to fix the prosthetic material. Excess mesh was trimmed. Surgical complications were observed on 5 of 15 operations. Infection occurred in 1 case which resolved by wound therapy and antibiotics within 2 months. A pericardial effusion was seen in 1 case which was recovered with a thoracic drainage tube for 5 days. Respiratory failure was seen in 1 case thereby noninvasive positive-pressure ventilation initiated for 12 hrs. Small necrosis in the flap was seen in 1 case thereby debridement and wound closure were performed 6 days after resection. Hematoma and chronic seroma were seen in 1 case, patient recovered with thoracic drainage for 5 days. This file represents the composix mesh.